Event description:
Information was received indicating that during use of a smiths medical cadd administration set, infusion had to be stopped due to an occluded extension set causing the pump to alarm with occlusion error. The reporter also indicated that the user attempted to flush all lines after infusion was stopped, and replaced the infusion, but received the same error message. Subsequently, another tubing was used. No adverse effects were reported.

Manufacturer narrative:
Additional information received by smiths medical on 18-july-2019 that it's unknown if products are returning to smiths medical. Reported that infusion is life-sustaining.